Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/09/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/23/2015 with the following findings: the battery compartment threads are stripped. The cap continues to spin on pump. There was no damage to the cap observed. There was corrosion observed in battery compartment. A leak test failed at battery compartment crack above grip pad and pump case crack upper right display lens corner.